Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events could not be confirmed as no product was returned for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was reported that a clot was identified in the inflow on (B)(6) 2021. The account requested that the log files be evaluated for power consumptions. The submitted log files captured no elevations in power or other atypical events or alarms. The pump appeared to function as intended at the set speed. Additional information communicated on (B)(6) 2021 stated that there was a kink in the outflow graft noted on the computed tomography (CT) after a clot in the left common carotid was identified. It was assumed that the kink was the cause of the clot; however, there was no clear evidence. A positron emission tomography (pet) CT was performed that illuminated the outflow graft. It is uncertain if there was a clot in the outflow graft. Computed tomography angiography (cta) on the head, neck, and lvas were performed on (B)(6) 2020. Further CT and pet were performed on the abdomen and pelvis on (B)(6) 2021 and (B)(6) 2021, respectively. The patient experienced right sided numbness, and they underwent a right common carotid artery (rcca) thrombectomy and antifungal/antimicrobial treatment. The patient is currently receiving palliative care and their infection appeared to be suppressed. There was a strand of clot vs vegetation seen on the inflow cannula via echo. There was no evidence of hemolysis or symptoms of infection. Multiple attempts were made to obtain the CT images regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, device thrombosis, and peripheral thromboembolic events as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, this document lists thromboembolism as a potential late postimplant complication. The section entitled ¿introduction¿ instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a clot was identified on inflow. Log file submitted to evaluate increase in power consumption. There was a kink in the outflow graft noted on CT (computed tomography) after the clot was found in the left common carotid. It was assumed it came from the kink but never found clear evidence of clot. The hospital saw that the outflow graft lit up on pet CT (positron emission tomography¿computed tomography), but uncertain if there was clot in the outflow graft. There were no changes to the patient¿s anticoagulation. The patient had right sided numbness, right common carotid artery (rcca) thrombectomy, systemic antifungal and antimicrobial treatment. The patient was receiving palliative care at time of reported event. The infection seemed to be suppressed. There was a strand of clot vs vegetation see on the inflow cannula by echo, but no change in power consumption, no evidence of hemolysis, and no symptoms of infection. No equipment replaced and no additional information provided.